Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly forcefully guided through the sheath. It was further reported that the tip of the catheter got stuck in the tip of the sheath when removing and pulling back out of the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Complete circumferential detachment was noted to the distal end of the catheter shaft. The scoring wires were noted on the proximal catheter segment. Material stretching was noted to the catheter shaft at the distal end of the proximal catheter segment. An unknown brand sheath was noted over the balloon on the distal catheter segment. Bunching was noted throughout the balloon at the distal segment. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported sheath removal difficulty and identified detachment as the sample was returned detached in two segments with an introducer sheath over the balloon in the distal catheter segment. The investigation is also confirmed for the identified material deformation as bunching was noted throughout the balloon and stretching was noted the shaft. However, the investigation is inconclusive for the reported sheath insertion difficulty as no objective evidence was provided. A definitive root cause for the reported sheath insertion and removal difficulty, identified detachment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly forcefully guided through the sheath. It was further reported that the tip of the catheter got stuck in the tip of the sheath when removing and pulling back out of the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.